Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during an endometrial ablation procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the hta procedure, the patient on general anesthesia suddenly moved. This movement caused a leak which caused a minor burn at the gluteal area of the patient. At the time of the leak the saline was ninety degree celsius. A fluid loss alarm was noticed during the time the patient moved. The burn was treated with silvadene cream. The procedure was not completed due to this event and the patient¿s condition has been described as fine.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.